Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's skin flap infection was resolved. MDR 3006556115-2014-00119 reports patient's poor performance and device explant and it will include analysis results of the explanted device. This is the final report.

Event description:
It was reported that the patient had a post-op infection of the skin flap. The patient underwent infection clearance obliteration with fat and blood sac closure.